Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. Further dilatation was performed and the sds was advanced again, but could not cross the lesion. It was then observed that the sds shaft was kinked. During removal, the distal shaft separated outside the anatomy. A non-abbott sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): re-insertion the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the balloon was separated at the proximal balloon seal, which confirmed the reported shaft separation. It was reported that the device was withdrawn for further dilations and re-inserted. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. In this case, the IFU deviation did not contribute to the reported complaint as the balloon separation was reported to have occurred outside of the patient body. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.